Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021 ventricular pacing failure was identified in a patient hospitalized due to heart failure. The threshold was high as 4v, but no lead dislodgement was observed. The pacemaker was programmed to 7.5v/1.0ms because the threshold was as high as 4v/1.0ms. Since two weeks before hematoma was developed in the pacemaker pocket. Reportedly, a surgical treatment will be considered if the hematoma does not disappear. However, since the possibility of myocarditis due to an early infection could not be ruled out, a follow-up with antibiotic administration will be performed and a pacemaker check will be done every two weeks.